Manufacturer narrative:
H10: list of all lot numbers of the devices and quantity. Unknown (x5); 60647864 (x5); 60627545 (x4); 25524383 (x4); 60628845 (x4); 60641350 (x3); 60649496 (x3); 25364882 (x3); 60648197 (x3); 60644831 (x2); 24570665 (x2); 60639621 (x2); 60626516 (x2); 60644158 (x2); 24880957 (x2); 25278736 (x2); 25202705 (x2); 60648198 (x2); 60637963 (x1); 25452577 (x1); 60641014 (x1); 25562646 (x1); 25404560 (x1); 25297289 (x1); 25656951 (x1); 60634258 (x1); 60600127 (x1); 60635021 (x1); 25472056 (x1); 60636814 (x1); 25557084 (x1); 60637571 (x1); 24570010 (x1); 60651635 (x1); 60630563 (x1); 60630564 (x1); 60628847 (x1). Device evaluation: twenty-three (23) investigations were completed during the period. For five (5) of those the product was returned and a visual inspection did not reveal any obvious defects or damage. A review of the records related to the device that included labeling, manuals, trending, and device history record (DHR) showed that the device and its components met all specifications prior to being released. The returned devices were tested and did not pass the seal vacuum flow rate (operational problem). Product deficiency cannot be confirmed. For the rest the product was not returned. A review of the records related to the device that included labeling, manuals, trending, and device history record (DHR) showed that the device and its components met all specifications prior to being released. No product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
This report summarizes 71 malfunction events. The event was related to suction loss while laser firing. There were no patient injuries reported associated to the events.

Manufacturer narrative:
Device evaluation: eleven (11) investigations were completed during the period. Nine (9) of those the product were returned and two (2) were not. From the returned products visual inspection did not reveal any obvious defects or damage. Visual inspection of the returned products did not reveal any obvious defects or damage. A review of the records related to the devices that included labeling, manuals, and device history record (DHR) showed that the devices and its components met all specifications prior to being released. Functional testing was performed, and the results were found within specifications. For the 2 were the products were not returned a review of the records related to the devices that included labeling, manuals, and device history record (DHR) showed that the devices and its components met all specifications prior to being released. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device evaluation: twenty eight (28) investigations were completed during the period. From those, seven (7) products were returned and the rest were not. A visual inspection of the returned products did not reveal any obvious defects or damages. Functionality test were performed in two, and the result were as follows: one (1) was found within specifications. The reported events were not confirmed. One (1) was found not within specifications. The reported events were confirmed. A review of the records related to the devices that included labeling, manuals, trending, and device history record (DHR) showed that the devices and its components met all specifications prior to being released. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.